Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates there were no issues with this device. The device was not meant to be implanted, it was given to the physician by mistake. A different device was implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
Additional information from the field indicates there were no issues with this device. The device was not meant to be implanted; it was given to the physician by mistake. A different device was implanted instead. No adverse patient effects were reported. No report was required for this device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported.